Event description:
On the afternoon of (B)(6) 2012, the pt was riding in her recently purchased ((B)(6) 2012) nova lightweight transport chair (wheelchair) which was being pushed across an extremely busy manhattan intersection by her cna aide when the wheelchair sustained a fracture of the right front wheel (caster) axle. Quick action by the cna prevented the wheelchair from tipping over. However, the product failure put the pt at risk by immobilizing the pt and wheelchair in the middle of the intersection. The cna obtained the assistance of a traffic officer to guard the pt and direct traffic away from her while the cna returned to the pt's home, brought back a substitute wheelchair, transferred the pt to the working wheelchair and remove the pt out of harms way. In the several months since the purchase of the wheelchair, a footrest failed twice when the hub fell off the footrest while the pt was in the wheelchair and being pushed along a manhattan street. In each case, it was necessary to remove the damaged footrest before continuing onward. In every instance, the MFR's customer service department was contacted and told about the product problem. In each case, the company rep disclaimed any responsibility for the product defect or acknowledgement of a problem. No remedy for the problem was offered. The response was to offer a replacement part. When the customer rep was referred to the previous complaint, he said "we don't keep track of such things."